Event description:
A surgeon reported following intraocular lens (iol) implant surgery, at the pt's postoperative examination, a crack was observed on the lens haptic. The lens was exchanged on the same day with the same model. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There were no other complaints reported in the lot. The product investigation could not identify a root cause. However, the root cause may to be related to a failure to follow the dfu. An unapproved viscoelastic was used in the cartridge. The use of unapproved products may result in lens delivery difficulties or lens damage. Additional information has been requested. (B)(4).